Event description:
Medtronic received a report that the coil could not be advanced in attempts to use it. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis of pv-6-20-3d, lotno:b670039 damage location details: the concerto implant coil was returned without an introducer; therefore, any contribution to resistance caused by the introducer sheath was unable to be assessed. The pushwire was found to be bent at ~62.7cm; bent at ~83.7cm; bent at ~145.9cm and bent at ~177.2cm from the proximal end of the pushwire. The concerto implant coil was found to be detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the concerto implant coil could not be tested with an in-house microcatheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance¿ was unable to be confirmed. The concerto implant coil was returned with the pushwire damaged (bends), and the concerto implant coil was found to be detached and not returned for assessment. Advancing the coil against resistance could lead to possible damage which may cause resistance within the introducer sheath; however, no introducer sheath was returned for further assessment. The root cause for resistance within the introducer sheath was unable to be determined. The customer report of ¿stuck in catheter¿ was unable to be confirmed. No microcatheter was returned for further assessment. Possible causes for resistance are but not limited to an incompatible catheter, lack of hydration before a procedure, the user does not maintain continuous flush, tortuosity anatomy, and damage or kink to pushwire. Information regarding if a continuous flush was administered during the procedure was not reported. The customer reported device and any accessory devices were prepared as indicated in the IFU. There was no noted information about patient blood flow or vessel tortuosity provided. No information (lot number, serial number, make, or model) regarding the microcatheter used in the procedure was provided by the customer; therefore, any contribution to resistance caused by the microcatheter was unable to be determined. The root cause for resistance ¿stuck in catheter¿ was unable to be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.